Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that instruments were reported for unknown reason. It did not happen in surgery". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device revealed attune rp tibial impactor broken at the medial section. Broken fragments were not return for evaluation. Additionally, an unknown substance, that seems to be cement, was found on device surface. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Potential cause for the unknown substance can be traced to maintenance as condition may had happened along the cleaning process followed. IFU-0902-00-836 rev. J, states the following for care: clean instruments as soon as possible after use. The overall complaint was confirmed as the observed condition of the attune rp tibial impactor would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that instruments were reported for unknown reason. It did not happen in surgery.